Event description:
The user is reporting pain and discomfort at implant site since activation with and without device use. The user was explanted on (B)(6) 2026. There were signs of infection with pus at the implant site. Intravenous antibiotics for 6 weeks was prescribed. This report refers to 9710014-2026-00155. For further information please refer to this report.